Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused a patient to develop a cough. The patient was prescribed antibiotics and steroids in response to the reported event. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device the manufacturer found evidence of minor wear and tear. Accessory port cover was missing. The device was disassembled for internal visual inspection. The manufacturer found dust contamination throughout the device internals. Moderate dust contamination was observed in the sound abatement foam. No evidence of sound abatement foam degradation was observed. The manufacturer applied power to the device and confirmed the device provided flow. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device. The contamination found on the surface of the sound abatement foam and in the airpath. The presence of dust throughout the entire airpath, especially at the air inlet behind where the filter would sit, suggests the source of contamination is likely external. Section d4 has been updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough. The patient was prescribed antibiotics and steroids in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.